Event description:
In 2006, microaire received a report from the office of dr. The report indicated that a microaire drill, model 1910t, had burned the hand and finger of the oral surgical assistant. The instrument had reportedly been perpared for use, and allegedly caused the burn when retrieved for use. Cream and gauze was applied to the burn.

Manufacturer narrative:
The instrument involved in the alleged occurrence was not returned to microaire for evaluation. Review of complaint history for the product, in combination with information supplied by the initial reporter, indicates misuse/mishap as suspected cause.